Event description:
I used polygrip/super polygrip for 23 years. I have a copper deficiency; a medical case study is on going at (B)(6). I have neuropathy due to this deficiency. I'm still numb from waist to toes and fingers on both hands. Copper deficiency. Numbness from waist to toes and fingers, fatigue, incontinence. Taste and sight sleep, sex. Dose or amount: denture cream, frequency: 2-3 x daily, route: oral. Dates of use: 1987 - present.